Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, it was noted that the patient experienced an inappropriate shock due to post paced t-wave oversensing. The patient was hospitalized. Technical support was contacted and reprogramming was performed. The patient was is stable condition. Manufacturer report number: 2938836-2018-13070.